Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error. The error had occurred when a test strip was inserted into the truemetrix meter. At the time of the call the customer reported feeling lightheaded. Medical attention was not needed at the time of the call. During the call a blood test was performed by the customer non-fasting and produced test result of 118 mg/dl non-fasting; customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip manufacturer's expiration date is 10/31/2021 and open vial date is 08/24/2020.